Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No revision procedure or patient condition has been reported. Labeling review: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function..." Product remains in-situ.

Event description:
On (B)(6) 2014 patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2014 patient was experiencing sensor and motor abnormality. As per reporter motor abnormality improved but sensory persisted and became permanent. No allegation of product malfunction nor product causing or contributing to the alleged event.